Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "patient diagnosed with autoimmune condition and (unreadable) symptoms of breast implant illness". These event are not marked as device related. Healthcare professional also reported "fluid effusion". This is for the right side. Device remains implanted.